Event description:
The customer stated, a physician is questioning an elevated number of positive patient results on the architect stat troponin-I assay. The customer uses a cut-off of 0.032 ng/ml and they are seeing results of approximately 0.04, 0.05, and 0.06 ng/ml. The customer previously used the behring stratus system and had about 80 negative samples per day. Since the use of the architect stat troponin-I assay, about 80% of the patient samples are above the cut-off. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.